Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: 1782tc st jude lead, implanted: (B)(6) 2007.

Event description:
It was reported that since last follow up right ventricular (rv) lead impedance has gradually risen from 840 ohms to 1050 ohms with simultaneous increase in capture thresholds. An alert was triggered due to out or range rv impedance. There are no signs of noise or oversensing with in-clinic pocket manipulation and patient maneuvers. The caller suspects that the observations are related to lead fibrosis. It was further noted that the patient has had short v-v intervals and came in contact with an electric fence during that time. There is also a history of t-wave oversensing. Technical services discussed that gradual impedance changes can indicate lead calcification/mineralization. The caller stated the patient will be monitored and a chest x-ray will be performed at the next follow-up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.